Event description:
Boston scientific received information that this pacemaker was at end of life (eol). However, the estimated longevity of this device was 5-6 years which this pacemaker had not reached based on the crm product performance report. The device was explanted. This pacemaker is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Detailed analysis was completed. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device data was insufficient to obtain battery status due to resets. The auto longevity measurement was neglected due to device resets.

Event description:
--